Event description:
It was reported that a patient's drug cassette is prematurely running dry. Patient further stated that he does not want to return the pump because he feels as though it is the tubing causing the problem. No patient injury was associated with this incident.

Manufacturer narrative:
One cadd admin set was returned for analysis. Customer's complaint of delivery accuracy was not verified. No corrective action was taken since the complaint was not confirmed and the root cause could not be attributed to the manufacturing process. The problem source is unknown.

Event description:
It was reported that patient was on a 72 hour bag of milrinone. Patient's bag is in a pouch and changes his bag every 72 hours. When he opens the pouch, the bag and tubing are sucked dry. The volume is 432ml, with overfill the total volume is 480ml. The rate is 6ml/hr. The patient is asymptomatic. Patient did not suspect leaking. His pouch would have been wet.